Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported by the customer that during use on a patient, "one of the pins that comes with the kit would not fit." As a result, a new kit was opened to complete the procedure. There was no medical intervention, patient condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported by the customer that during use on a patient, "one of the pins that comes with the kit would not fit." As a result, a new kit was opened to complete the procedure. There was no medical intervention, patient condition is reported as "fine".